Event description:
It was reported the patient presented during a follow up. It was noted that right ventricular (rv) lead was not capturing and the sensing was decreased. Lead dislodgement was confirmed by chest x-ray. Tachy, pacing parameters were disabled. During the lead revision procedure on (B)(6) 2017, it was noted that device had rotated and flipped inside the pocket numerous times causing torque and tension on the rv lead. All the sutures were broken and the rv lead was pulled out of position, floating in the atrium. When the physician made an incision, it was noted that the lead was completely twisted and the device header was facing opposite direction than implanted. The physician believed that the patient might have had twiddler's syndrome and the device pocket was made too large. The patient did complain the feeling of device moving when slept on left side. Device and leads were extracted, new lead was implanted and the same device was implanted submuscularly in a new location.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.